Event description:
"B subgland infra med eng gel implants for augmentation. Apptly did ok until r was found to be ruptured and replaced (free one per d-c) 10 yrs ago, size unknown. Pt c/o longstanding progressive firmness in the capsules x yrs with increased r pain. L recently started hurting. Believed the l has been decreased in size x yrs. No h/o trauma/closed capsulotomies. Pt also c/o many yrs progressive systemic probs including arthralgias (l shoulder especially), myalgias, chronic fatigue, ha's (l side), dizzy spells, anxiety, dry mucus membranes, episode with lichen planus, sen. To chemicals, chest pain, sob, costochondritis, choking sen, bloating, constipation, and gu probs.